Event description:
It was reported that there's slope of the tibia, probably more bone was cut to complete the procedure. There's no evidence of any medical intervention performed or scheduled and patient is fine.

Manufacturer narrative:
The affected visionaire cutting block kit was not returned for evaluation. Our investigation including an engineering evaluation by our visionaire team revealed that no root cause could be found for the complaint. All was within visionaire standards. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. Our clinical evaluation noted that no clinical relevant information has been provided to conduct a thorough clinical investigation. However, it was communicated that the patient status is "okay" with no injury or risk to patient due to the event. No further medical assessment is warranted at this time. Our investigation did not determine a specific cause of the stated failure. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.